Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the lead. Diagnostic imaging was performed and lead damage was confirmed. The lead was capped and a new lead was implanted to resolve the event. The patient was in stable condition.